Manufacturer narrative:
Additional information has been received which was not included with the initial report. Customer returned insulin pump for an alleged insulin pump error alarm and an unresponsive keypad found on november 26, 2022. The insulin pump passed the displacement test, rewind test, basic occlusion test, , occlusion test, and self test. The insulin pump failed the force sensor test, and prime/seating test due to early seating. P-cap locks properly into the reservoir compartment. No insulin pump errors noted during testing. Successfully downloaded history files and traces using thus. Insulin pump error alarm was found in the history files on event date of november 26, 2022 14:48:40.000. All buttons on the keypad are functioning properly. Insulin pump was cut open to perform visual inspection and found moisture damage on electrical board 1, electrical board 2, force sensor, motor. The j1 connector on electrical board 1 was locked properly during visual inspection. The motor was not tested outside of the device on the ngp stb3 due to moisture damage. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded home switch. Insulin pump error alarm and unresponsive keypad were not confirmed during testing. Prime/fill anomaly confirmed due to early seating. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Event description:
Information received by medtronic indicated that the customer received a pump error alarm and the keypad was not responding. Troubleshooting was performed and the alarm was not cleared. No harm requiring medical intervention was reported.  The customer will discontinue using the insulin pump and device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.